Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient representative reported they experienced the events of ¿pain¿, ¿contracture in the left breast confirmed by imaging test¿, ¿presence of liquid¿, and ¿very anxious and frightened by the risk of developing a rare type of lymphoma aggravated by presented events¿. Breast implant remains implanted.